Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in impedance in the right ventricular (rv) shock, daily trend from 80 ohms to 125 ohms. Troubleshooting maneuvers were performed and the shock impedance was always about 90 ohm in multiple consecutive measurements. The physician increased the upper limit on the device programming to 150 ohms. All other parameters are in normal range. This patient will continue to be monitored via latitude home monitoring system. No adverse patient effects were reported. This ICD and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in impedance in the right ventricular (rv) shock, daily trend from 80 ohms to 125 ohms. Troubleshooting maneuvers were performed and the shock impedance was always about 90 ohm in multiple consecutive measurements. The physician increased the upper limit on the device programming to 150 ohms. All other parameters are in normal range. This patient will continue to be monitored via latitude home monitoring system. No adverse patient effects were reported. This ICD and rv lead remains in-service.